Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via a 12 or 14fr sheath using the preclose technique prior to a watchman procedure. Reportedly, a cuff miss occurred with the proglide device. Two additional proglide devices were used for successful suture placement using the preclose technique. The procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two successfully pre-placed proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.